Manufacturer narrative:
One used sample was received for investigation. A visual inspection was performed and no abnormalities were detected. Flow testing was performed after attaching the sample to a test pump. There were no issues in the flow of the fluid and no "air in line" alarm was activated while the pump was running. A manufacturing review of a similar device was performed and no discrepancies were found. The complaint could not be confirmed.

Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Potential catalog numbers - 21-7383-24 and 21-7091-24. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd® administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.